Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported issue was confirmed. During troubleshooting, the safety valve was cleaned and the expiratory valve coil and one of the pressure transducer printed circuit boards (pcbs) were replaced. After cleaning and replacing the parts, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue with the failed internal leakage test. Both the expiratory valve coil and the replaced pressure transducer pcb were returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. The parts were then placed into a reference ventilator for simulated use testing. During this testing, the pre-use check passed successfully. After passing, ventilation was performed successfully for two days without generating any alarms or errors. After the ventilation period, several pre-use checks were conducted, all of which passed. In conclusion, the device failed to meet its specifications during the reported event. The reported issue could not be reproduced at manufacturing site, therefore no definite cause of the reported issue can be established at this moment.

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).